Manufacturer narrative:
The investigation into the reported incident is ongoing. A follow-up report will be filed once the results have been completed.

Event description:
Blue cotton towels have excessive lint. No injury reported.

Manufacturer narrative:
Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is 0.106g / 10 pieces. No sample was available at the time of the investigation, but photos were provided. Photos shows the surface of the towel turns white and no lint can be found. Supplier was unable to determine the defect source based on the photos alone. According to supplier, or towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: a. Suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. B. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. C. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). D. In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. The investigation results revealed no abnormal situation happened during production. The root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. No action taken at this time, but supplier will continue to monitor trends for this type of incident.